Manufacturer narrative:
E1: initial reporter first name:(B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wheel of a prismaflex machine was damaged. The issue was noted during unboxing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a baxter qualified technician. The technician performed a visual and technical inspection; however, the results of that evaluation were not provided. The technician did verify the wheel was damaged and was at risk of tipping over. The technician replaced the wheel and the machine was returned to service. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.